Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was undersensing and not pacing the atrium. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.